Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Requests for additional product information have been made. However, no information has been received. Stenosis is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of vessel stenosis that was treated with angioplasty. This event occurred after the second mechanical thrombectomy retrieval. The stroke was reported to have occurred in posterior circulation in the basilar artery. The anatomy was severely tortuous and difficult to reach the treatment zone. After the second pass, stenosis was observed in the basilar artery that was treated with an angioplasty balloon (competitor device). Baseline nih stroke scale 22. Baseline thrombolysis in cerebral infarction (tici) 0. Post procedure tici score 2b.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.